Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility for additional information, which had been provided. The facility informed that they had been using the laser for ninety (90) minutes during an enucleation procedure when they experienced the alleged malfunction. The facility confirmed that "there was no patient injury. Albeit, the system was indicating lasing (with foot off the pedal), although there was no actual energy output." A lumenis service engineer visited the site four (4) days after the reported event, and although unable to duplicate the system's "screen locking up", he found that the footswitch had connection issues and might give intermittent errors. The customer ordered a new footswitch to replace it. The system specifications, alignment, and operation was verified and found to be within lumenis specifications and ready for use. Although the event could not be duplicated, it is possible that the footswitch connection errors gave the impression that the screen locked up in the sense that the footswitch might have been unresponsive. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. No malfunctions were reported during manufacturing. Subject device footswitch was not returned, thus a determination of cause could not be determined.. The complaint file is being closed at this time; should additional relevant details become available with which to determine root cause, a supplemental report will be submitted.

Event description:
A user facility reported that during an enucleation procedure in which a lumenis pulse 120h was being utilized, the system's screen locked up. Another pulse 120h was brought in to complete the procedure while the first one was sequestered for lumenis evaluation. There was no patient injury and the malfunction did not cause or contribute to any change in the patient's status.